Manufacturer narrative:
Please reference literature at the following location: http://jbjs.org/content/75/4/554.article-info. No device or photo was provided, therefore the condition of the component is unknown. Device history records cannot be reviewed, since the part and lot numbers are unknown. This device is used for the treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. A definite root cause cannot be determined with the information provided.

Event description:
It is reported that one patient was revised due to dislocation of the femoral component.